Event description:
Caller reported that the cartridge was not fitting properly on the pump, which caused the customer's blood glucose level to display as "high" due to exceeding 500 mg/dl (27.7 mmol/l). The customer attempted a correction bolus via the pump and did not require third-party assistance. Technical support instructed the caller to inspect and clean the pump's pneumatic tap area and remove an o-ring that was misplaced. After filling a new cartridge and ensuring it properly clicked into place, the caller successfully completed the load process and resumed insulin delivery.